Event description:
Philips received a complaint on the heartstart dfm100 indicating the external paddles were defective. The bench engineer while doing bench checks of the device found the external paddles were defective. The external paddles were replaced by the bench engineer. The device passed all checks and tests. The device was returned to the customer. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.